Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. Upon visual inspection, there was no evidence that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode with error 32056. The unit was also tested on a patient side cart fixture test platform (pftp) and automatic gain control (agc) current test failed, pointing to pitch searchlight flat flex cable (ffc).

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy-benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) during system setup and reported that they were facing an error pointing to universal surgical manipulator (usm) 2. Tse reviewed system event logs and confirmed error #32056 pointing the usm2. Tse asked the caller to move the carriage of usm 2 that didn't behave as expected. Tse asked the caller to perform a hard power cycle and emergency power off (epo), the error remained. Tse asked the caller to disable the usm 2 to get the system ready. The surgeon did not choose to proceed with 3 arms. The procedure was converted to laparoscopy with no reported injury.